Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 6 of 6. The hc with system error 2240 per the home patient (hp) tried to clear the alarm. The hc went back to press go to start. The technical service representative (tsr) explained the alarm and helped the hp disconnected. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, the hp stated one of the bags have come undone, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver (cg) (B)(6) 2012 the regarding reported problem. The cg stated that they disconnected and ended therapy for the night because they were near the end of therapy. The hp stated they checked the setup and did not notice any physical problems with it. The cg stated they do not have samples of the supplies nor can they recall the lot numbers. The cg stated they think what happened was one of the clamps were open but they cannot remember. The cg stated they have not talked to their nurse yet, but plans to when they go into the clinic. They stated no medical intervention was needed due to the alarm. The cg stated overall therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.